Event description:
The hosp reported that during preparation for multiple coronary artery bypass graft procedures, sixteen heartstring seals cracked while loading into the delivery tube. No info on the number and the dates of the procedures was provided by the hosp. The hosp did not report any pt complications for any of the procedures.